Event description:
Boston scientific received information that this device had a report of inappropriate therapies in (B)(6) 2010 due to a sinus tachycardia or supraventricular tachycardia. A review of the stored electrogram found that multiple atp attempts and shocks were delivered leading to therapy exhaustion. There were no known or alleged adverse effects received/identified to date. The available evidence indicates that the device remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented back to the electrophyiology (ep) laboratory in early-june 2015. The device was explanted and replaced due to normal battery depletion.

Manufacturer narrative:
(B)(4) upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.